Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest, the device failed to switch into manual mode. Complainant indicated that the cliniican obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.